Event description:
It was reported that the patient experienced heating sensation in the lower back and buttocks during an MRI scan. Since, the MRI scan the heating sensation has not subsided. Reportedly, ipg was set into MRI mode prior to the scan. Troubleshooting was unable to resolve the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.